Event description:
It was reported that the patient experienced cloudy drain, abdominal pain and fever. The patient was diagnosed with peritonitis and received ceftazidime and cefazolin (doses, routes and frequencies not reported). On the same day the patient was retrained on proper aseptic technique. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.